Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that rf energy continued when the footswitch was released. A maestro 4000 foot switch was selected for use. During procedure, it was noted that the maestro would not stop delivering rf energy even if foot pedal was no longer pushed. The rf control button on the remote was pressed and the generator was shut off. The procedure was completed using the same generator. No patient complications reported and patient's status was good.